Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 156 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer changed infusion set to address the issue. Customer was using apidra insulin. Tandem technical support advised the customer against using off label insulin with the pump.